Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was no longer capturing the left ventricle. Reprogramming was done to reduce ventricular pacing until the lead was revised. During lead revision, the lead ¿got stuck¿ and could not be completely removed. The lead was partially removed, and the remaining lead was capped and replaced. It was also noted that during the revision, the physician was given a new cardiac resynchronization therapy defibrillator (crt-d) device and noticed the grommet on the rv coil pin plug missing or deformed. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.